Manufacturer narrative:
The device is currently being evaluated. A follow up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver broke in a screw when removing the screw for better visibility. There was no report of patient symptoms.

Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusion: 61. Additional information: visual inspection confirms the distal tip of the driver has fractured off. The failure is due to the improper use of the device as it was used to remove a screw for better visibility. This driver is meant for insertion of screws, not removal. Review of the device history records indicates no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.